Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (does not power on properly) was confirmed. Upon evaluation, the trunk cable was pulled from the distribution node (dn) strain relief, damaging the j702 connector on the dn pca board and inducing a short between the pgnd and main batt wires inside the trunk cable. The cause of the inability to power a monitor properly is the damaged cable, connector, and wires. The root cause of the damaged cables, connector, and wires is excessive force placed on the cables. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was not powering on properly while the belt was connected.